Manufacturer narrative:
The patient had not had anything to eat prior to the capsule and had not started any new medication. The capsule was ingested with water only. The etiological reason is unknown. Jason baker (anx medical director) sent a message to the practice manager, kimberly cheng, for a meeting to discuss the case. It may have been an allergic reaction to latex or something else. The capsule itself is made of biomedical grade components. It is possible, but most likely caused by an external agent. An epi pen was administered and the patient was sent to the emergency room. Jason spoke with dr. Cheng this morning (8/11) regarding the allergic reaction case at nyu's cobble hill location. Was this considered an allergic reaction? Yes. According to their investigation, the patient has not started any new perfumes or medications, nor has there been a change in laundry detergent. The patient was sent to the emergency department because 30 minutes after ingesting the capsule, the patient presented with hives, a swollen tongue, and ears. Benadryl was administered in the clinic prior to the emergency room with limited results. In the ER, the patient was administered epinephrine. The patient was hospitalized for a few days until the capsule was expelled. While hospitalized, the patient was administered prednisone. The hives and allergic reactions lessen while hospitalized. Was this considered anaphylaxis? Yes, because epinephrine was required to lessen presenting symptoms, swollen ears, and tongue along with hives.

Event description:
Patient today who swallowed the capsule and within 30 minutes she experienced hives along with lips and ear swelling. We gave her benadryl 50 mg orally and watched her. Then physician came into room and sent her tto the emergency room.